Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the shear valves were not working properly. The fse also found the leak in the tubing at pinch valve 12b (pv12b). The fse replaced the tubing at pv 12b to resolve the leak. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The volume of the leak was not reported and the leak was not contained. The instrument was not generating differential results (vote outs, a non-numerical result) with the quality control (5c). The operator was wearing personal protective equipment of gloves, protective eyewear, and lab coat at the time of the leak. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.